Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen after the user was grinding metal in a class, which struck the screen; the device remained functional but was difficult to operate and was no longer watertight, prompting replacement and shutdown guidance. Symptoms included none, and blood glucose was unaffected. Outcomes included no injury, no hospitalization, and continued cgm use via the dexcom app or receiver. Investigation included customer service assessment, verification of device function per user report, and logistical coordination for replacement and return. Investigation of this device revealed physical damage to the touchscreen consistent with external impact, affecting the user interface while not implicating internal therapy delivery; the device required replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced external damage.